Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 130 mg/dl. Troubleshooting was performed. Customer was attempting to put plunger on the reservoir and was unable to. Customer was not sure why it wouldn't screw back on. Customer was advised to use a new reservoir. Connected infusion set with new reservoir and pushed insulin through, did exit. Customer was advised to do a manual prime, insulin did exit and no alarm. No further information reported.